Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient presented for a clinic checkup, interrogation revealed multiple nonsustained right ventricular oversensing episodes, inequality captured on three different days. Morphology on the lv unipolar tip channel during the capture test was similar to the morphology on the rv coil channel of the nsrvo episode. Loss of lv capture at higher rates may have been present. The lv output was reprogrammed. The patient is scheduled to return at the end of the month. The patient condition is fine.